Event description:
On monday-[redacted date] we found a foreign speck in the outer rubber ball of a easypump 200ml/hr 100ml pump during compounding. Lot #23l07ge67r. Please note, the speck is not in the solution but instead between the inner and outer rubber liners. The speck was noted by the pharmacist after compounding during verification. It was not sent to the patient. Filed under bbraun complaint [redacted number]. Manufacturer response for infusion pump, easypump (per site reporter) they returned a letter of investigation under complaint [redacted number].